Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): (B)(4) is a medical device company located in (B)(4). (B)(4) maintains a quality management system for design, manufacture and final inspection of the respective devices /device categories in accordance with mdd annex ii and which fulfills the requirements of iso 13485:2012. During the final inspection of products at (B)(4), the inspection of each batch was performed according to established inspection plans. Only if all inspection characteristics passed the final inspection, the release to market was granted and the products were transferred from the quarantine area to the warehouse. If a non-conformity was detected the affected parts were either reworked, scrapped or ¿ if possible ¿ a concession was granted. Therefore it can be concluded that the released components met all requirements to perform as intended. Event summary: it was reported that the device is not cannulated, this was discovered by sales rep before putting instrument in rotating kit. Devices analysis - visual examination: the screwdriver handle was returned for investigation. The visual examination shows that the device is not cannulated. The cannulation of 2.0 according to product drawing is missing. Furthermore, there are hammer blows visible on the black handle right on the metallic part where the bore hole 6.0 is starting. No further abnormalities can be found. - the function of the device is not given as the cannulation is missing. Root cause analysis: root cause determination using rmw: - improper mating conditions due to improper design of mating components => possible, the device was not manufactured according to product drawing. The cannulation 2.0 of the device is missing. This cannulation allows that the kirschner wire can be inserted through the device. The function of the device is not fully given. - deterioration in function due to wrong maintenance. Not possible -> the investigation showed that there is no maintenance issue available. - dysfunctional / malfunction of defective device and instruments due to inadequate transportation condition, or wrong handling during transportation imposed by user and/or the environment. Not possible -> no issue related to transportation or wrong handling of the device. - dysfunctional / malfunction of defective devices and instruments due to mishandling of device by user .not possible -> the investigation showed that the issue is not user related. Conclusion summary: it was reported that the screwdriver handle was not cannulated. After receiving the handle a visual examination was performed. The device was not manufactured according to product drawing. The cannulation 2.0 of the device is missing. This cannulation allows that the kirschner wire can be inserted through the device. The function of the device is not fully given. Therefore, the non conformance can be confirmed. It was decided to perform a field action in order to recall the affected lot. FDA was not informed about the recall, because us was not affected and never received the affected products, thereof the filed is empty. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The device was received, the investigation is ongoing. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was found that the product was not cannulated, which was discovered by the sales rep during kit inspection. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.